Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported a ventilator with a frozen touch screen. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event. The customer reported that a calibration of the touch screen resolved this reported event. The device was then returned to service.